Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that the right ventricular (rv) ring setscrew slot was damaged and the right atrial (ra) ring setscrew slot had a wrench tip in the slot. The rv ring was missing and the ra ring had a hole. There were also drilling markings noted through the rv ring connector block. The lead tips could not be removed due to setscrews in the down position and inability to access the setscrew slots. Manual testing could not performed due to field induced damage. However, it was noted that this device was capable of delivering therapy up to the time of explant as observed on the device memory. It was determined that the reported clinical observations were induced in the field.

Event description:
Boston scientific received information that during the routine revision of this cardiac resynchronization therapy defibrillator (crt-d) for normal battery depletion, the physician was unable to loosen the right ventricular (rv) lead and right atrial (ra) lead setscrews and only two of the four lead connections could be removed. Further, the connections were so tight the leads could not be removed from the device. The physician drilled out the screws but even then, the leads could not be removed. After several attempts, the physician cut the leads and implanted a new ra and rv lead. The device was explanted and the leads were abandoned surgically. The device will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.